Manufacturer narrative:
The field service engineer replaced a spring holder and a spring on a rinse nozzle. He cleaned the nozzle on rinse 1. He confirmed the rinse levels and gear pump pressures were acceptable. He performed a successful hardware check by assay performance and precision testing. The investigation reviewed the provided calibration results but the calibration used prior to the event was not provided. The investigation reviewed the provided qc results but the target mean and ranges were not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for one patient tested on a cobas 8000 c 701 module. Prior to patient testing, it was reported that the qc was acceptable. The patient's initial calcium result was not reported outside the laboratory. The customer questioned the initial calcium result due to it being low. The customer performed qc and reportedly had failing results. The patient's sample was repeated on a different c 701 module. The patient's initial calcium result was 3.90 mg/dl. The patient's repeat calcium result was 9.41 mg/dl. The customer determined the repeat result was correct. The calcium reagent lot number was 626999 with an expiration date requested but not provided.